Event description:
Materials: 2432-0007 and batch#: 24015099. It was reported by the customer that the issue with the product was air bubbles developed in the tubing and dialysis machine circuit, and the filter developed a yellow discoloration. Verbatim: rcc received a complaint via email, item: 2432-0007, quantity affected: 96 cs, serial/lot number: (B)(6) and po: (B)(4). Are any samples available for return? Yes. Reported issue: the issue with the product was air bubbles developed in the tubing and dialysis machine circuit, and the filter developed a yellow discoloration. Customer disposition request: return. Customer contact information:

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was air in line and a cosmetic issue could not be verified due to the product not being returned for failure investigation. A device history record review for model 2432-0007 lot number 24015099 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the issue with the product was air bubbles developed in the tubing and dialysis machine circuit, and the filter developed a yellow discoloration.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.